Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) clearlink non-dehp solution sets were leaking from the drip chamber. The nurse noticed leaking from the drip chamber of the first set while infusing zometa. The nurse stopped the infusion and got a new set. The second set also had the same leak from the drip chamber. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.